Event description:
During a bowel procedure, the doctor fired the device and transected the bowel, then noticed that the distal portion of the bowel had come completely out of the device while it was still closed. He manually checked to see that the staples were formed correctly and felt that they were. He then proceeded to insert another device trans-anally and discovered that the tissue was quite filmly and he did not feel that he could complete the anastomosis, so he performed a sutured diverted ileostomy.